Event description:
A registered nurse reports that an intraocular lens (iol) was explanted due to a broken haptic that was noted at the first postoperative visit the day of surgery. In a follow-up, the surgeon reports the outcome of event for the patient as "excellent".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The other haptic was bent-distal area. The optic was torn/split/cracked on the post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/28/2008 and 07/29/2008 by phone, fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 08/27/2008.